Event description:
It was reported by the patient's spouse that following a coronary artery drug eluting stenting treatment procedure thrombosis possibly occured. The patient had a taxus express2 drug eluting stent implanted in a bypass graft artery during a previous procedure. Seven days later, the patient had another taxus express2 des implanted, in the grafted artery "due to problems with the first stent". There is "some question whether the first stent thrombosed". The patient has been experiencing "intermittent shortness of breath at rest, chest pain and loss of appetite" since the first stent was implanted. Repeated attempts to request additional information have been made, but no information has been received.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.